Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The medium-large clip applier instrument was analyzed by failure analysis and found the primary failure of bent grip to be related the customer reported complaint. The instrument was found to have a bent grip and the tip does not align with the other grip.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the prongs were bent on the medium-large clip applier instrument. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) did contact the initial reporter and obtained the following information: they were not able to provide any additional information about the complaint since they were a third party to the operating room.